Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, it was found that the joint between the top of the straight clamping broach handle and the connecting rod was fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on all sides of the handle body and strike plate. Scratches were also found throughout the handle body. The mating features show wear consistent with a multiple use instrument. Fracture analysis demonstrated that the instrument fractured due to tensile overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.